Event description:
The appendix was dissected from the mesoappendix using electrocautery from the tip to the base of the appendix. When the mid-appendix was reached, the surgeon saw a small 1-2mm partial thickness thermal burn on the cecum which came from a defect in insulation of the electrocautery. A replacement device had a similar defect in insulation.